Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to improper handling of the subject device. It is possible the event occurred due to the following: 1. Problem in air feeding: during the procedure, non-olympus single-use water bottle was detached from the scope to swap. That made air to pressurize the bottle out from the device. As a result, the suggested event occurred. 2. Unable to turn off nbi with remote switch. At beginning of the procedure, the system and the device were not pre-set to assign nbi operation to remote switch. As a result, the suggested event occurred. However, the root cause of the suggest event could not be determined. The event can be prevented by following the instructions for use which state: - 1. Warning for adding water to water container: "cf-hq190l IFU operation manual, air/water feeding and suction, air/water feeding". Warning: if the sterile water level in the water container is too low, then air, not water, will be supplied. In this case, turn the airflow regulator on the light source off and add sterile water to the water container until it reaches the specified water level. - 2. Steps to assign the functions including nbi to remote switches 1 to 5 on device by cv-190: "cv-190 IFU 4.7 user settings (switch presets). The functions are assigned to the remote switches 1 to 5 on the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The user confirmed that after they switched the water bottle out, everything worked correctly for the rest of the day.

Event description:
The customer reported that during an unspecified diagnostic procedure while patient was sedated, they were not getting air out of this colonovideoscope. In addition, they also could not turn off narrow band imaging (nbi) using the scope switch. The procedure time was extended and the patient was sedated for sixty-one minutes. As reported, the procedure normally takes approximately thirty minutes. The patient had longer recovery time. The procedure was completed with the same device. No additional intervention done. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The customer stated they were using single-use water bottles. Olympus technical assistance center (tac) instructed customer to swap the water then had air out the scope. Reviewed scope switches, no switch is set to narrow band imaging (nbi). Reviewed users, only has one user reset-default. Instructed customer to press nbi on clv-190 to turn off nbi. Tac offered to assist with setting a scope switch to nbi once procedure is complete however, customer declined and stated they will use it the way it currently is. This report has been submitted by the importer under this MDR report number 2429304-2023-00222. This device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.